Event description:
The customer reported that the insulin pump has stopped vibrating a week ago, and it has not beep or alarmed since. Troubleshooting was performed, and found that the vibrate mode was on. The caller stated that she changed the battery, and it was not low. Ran a self test and the insulin pump did not vibrate. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.